Event description:
Pt had a pulmonary embolus in 2004. She was on birth control pills for heavy uterine bleeding. Hypercoagulable work-up was negative. Because routine anticoagulation was complicated by uterine bleeding, it was recommended that she received an ivc filter. She was taken to a cardiac cath lab where venogram revealed an occluded left iliac vein, and thrombolytic therapy was started. A bard recovery filter was placed prior to starting thrombolytic therapy. Thrombolysis revealed a tight stenosis of the left iliac vein and the vein was stented. The removable filter was removed this year, and she did well until last night when she was admitted to the ER with chest pain and tachycardia. An x-ray revealed two wires in the chest--one in the right ventricle and one in the right pulmonary artery. Looking back at a CT scan done after the filter was placed, it appears that one of the limbs is absent - seen on a cross section of the ivc, and a wire is seen in the right ventricle. Currently two wires are seen on routine chest x-ray, and the wire in the ventricle appears to penetrate the right ventricle. Rptr is considering all options: doing nothing, trying to remove or snare the errant wires, or sternotomy/pericardial incision to remove the right ventricle wire and perhaps snare the right pulmonary artery wire. Based on what rptr knows, it appears that one or two limbs of the device came off after or during insertion. It is possible that the second limb came off during the recovery of the filter, but prtr did not look carefully at the limbs or the device since the removal seemed uncomplicated and rptr was unaware of any problems at that time.